Event description:
Report received of the collection tube leaking. The customer states that the patient's spinal fluid sample was sent to an offsite laboratory. When the facility received the tubes, it was reported that the fluid had spilled into the bag. The tubes were reported to be intact. There was enough fluid in the tubes to perform the tests that had been ordered. There was no delay of treatment. There was no adverse patient effect. Additional patient information was requested, but no further information was available.